Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
It has now been reported by the clinic that there was possibly no infection but rather a decubitus ulcer. There is also now a reported extrusion of the receiver stimulator. An oral antibiotic was administered for the suspected infection. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device. This report is submitted on december 4, 2020.

Manufacturer narrative:
This report is submitted on 03 nov 2020.

Event description:
Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report.